Event description:
The nurse used a tb syringe to draw up insulin and administered to patient. After the first insulin administration and before the next dose it was realized that she gave 10x the ordered dose of insulin because of using the incorrect syringe. The insulin and tb syringes were stored in bins beside each other in the medication room, so the nurse grabbed a syringe which she thought was a insulin syringe due to the fact that they as visually very similarly packed. A few observations: the brand name on the packaging is more noticeable than the syringe type on the vanishpoint 1ml tb syringe and the vanishppoint insulin syringe. The word 'insulin' on the insulin packaging is not easy to visualize as it is orange and located right beside a large orange information box. Both packaging state volume in large fonts, the unit of measurement for the insulin syringe is not the same size or larger than the volume. When the syringe cap is off, the only difference in the insulin and tb syringe is the red on the insulin plunger.